Event description:
It was reported the programmer booted out of the box to an error message. The battery was removed and the power cord disconnected from the programmer. After waiting two minutes, the power cord was reconnected and the programmer powered up. The message was again displayed. The programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, it was determined that the software was not installed. As a result the software was installed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.